Manufacturer narrative:
Initial report ref to natus complaint (B)(4). Part nt821731c, eds 3, gen ll, no catheter - incident with the drain cracking while replacing the drainage bag. The affected product has been requested to be returned for evaluation.

Event description:
Part nt821731c, eds 3, gen ll, no catheter - incident with the drain cracking while replacing the drainage bag.

Manufacturer narrative:
Follow up report ref to natus complaint #(B)(4). Part nt821731c, eds 3, gen ll, no catheter - incident with the drain cracking while replacing the drainage bag. The affected product has been requested to be returned for evaluation. No returns to date. A final attempt has been made to collect the product and complaint form. Capa005047 has already been created to address the breakage issue.

Event description:
Part nt821731c, eds 3, gen ll, no catheter - incident with the drain cracking while replacing the drainage bag,

Event description:
Part nt821731c, eds 3, gen ll, no catheter - incident with the drain cracking while replacing the drainage bag.

Manufacturer narrative:
Follow up report 002 (ref to natus complaint #( B)(4)). Customer did not return the product despite multiple attempts made on january 29, february 8 and february 17, 2021. The product was not returned and could not be evaluated. Complaint history was reviewed for the previous two years and found 2 confirmed complaints, giving an incident rate of (B)(4). Review of medical device hazard analysis shows incident to identify as an acceptable risk. CAPA trending review: capa005047 created to address eds luer connector breakage. Risk management file review: acceptable risk associated with the complaint as per line 4.13 in (B)(4) rev 04 risk analysis spreadsheet. Manufacturing date: n/a - customer did not provide a lot number therefore unable to confirm the manufacture date. Investigation result code: (B)(6) products unable to confirm report. Closure rationale: complaint could not be verified, materials not returned for analysis.